Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump became frozen and the customer was unable to clear it. There was no reported impact to the customer's blood glucose levels. Customer reverted to alternate method of insulin therapy.